Manufacturer narrative:
The customer reported that the screen on the bsm (bedside monitor) blackened out. He described that he can still hear all the sounds when it's powered on, like the alarm and when he presses the buttons, but the screen remains blackened out. The product involved in this event has been returned to date to allow for an analysis to be performed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the screen on the bsm (bedside monitor) blackened out. He described that he can still hear all the sounds when it's powered on, like the alarm and when he presses the buttons, but the screen remains blackened out.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the screen on the bsm (bedside monitor) blackened out. He described that he can still hear all the sounds when it's powered on, like the alarm and when he presses the buttons, but the screen remains blackened out. The device was returned and evaluated. The reported complaint was duplicated. The inverter board was replaced to resolve the issue. The touch screen had large scratches and dents and will not stay calibrated. The touch screen was damaged. The touchscreen was replaced to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.